Event description:
The distributor reported on behalf of their customer that the as-ifs2, airseal ifs, 230v, was being used during a prostatectomie procedure on (B)(6) 2022 when it was reported, ¿the procedure went normally, then when the trendelenburg position was removed and the exsufflation was performed (both were done at the same time) the patient went into cardiac arrest. They had to do a cardiac massage for 10 minutes and then use a cardiopulmonary bypass machine. Everything has been checked, there is no wound on the organs, there is nothing that can explain this accident, they do not understand the origin and they think that it could be due to the exsufflation of the airseal too quickly, which should be avoided in fragile patients in association with the flattening of the patient¿. The reported stated that the patient ribs were broken during the massage. The reporter states that the procedure was not completed; however, there was no report of extended hospitalization for the patient. There was also no report of identified malfunction of the device during use. This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where the patient experienced cardiac arrest and broken ribs due to heart massage.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Manufacturer narrative:
Evaluation found the device required a software upgrade however, the pm was not overdue. Pm parts were replaced and the pm performed; the device was final tested and met all specifications. Per the vp of clinical affairs, it is very likely that the event that occurred would have happened with any insufflation system. Desufflation is required at the end of any laparoscopic or robotic-assisted laparoscopic procedure using insufflation. Surgical guidelines recommend a slow initial insufflation rate (low flow rate) to avoid rapid hemodynamic change. Veress needles do this automatically as veress needle flow is limited to around 3 liters per minute. If initial insufflation is provided directly through a trocar, low flow (5 l/min) is recommended (and even lower flow rates in pediatric surgery). If rapid insufflation can have a hemodynamic impact, it follows that rapid desufflation may also have a hemodynamic impact. Trendelenburg position, as well as reverse trendelenburg position, affects hemodynamics as well. The combination of rapid desufflation and patient flattening (zeroing out table tilt) may have an additive effect on patient hemodynamics and should be avoided when the patient may have hemodynamic/cardiovascular comorbidities; the summary was corroborated by another physician. The manufacturing documents from the device history record have been reviewed by the contract manufacturer with no discrepancies found. (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the as-ifs2, airseal ifs, 230v, was being used during a prostatectomie procedure on 6dec22 when it was reported, ¿the procedure went normally, then when the trendelenburg position was removed and the exsufflation was performed (both were done at the same time) the patient went into cardiac arrest. They had to do a cardiac massage for 10 minutes and then use a cardiopulmonary bypass machine. Everything has been checked, there is no wound on the organs, there is nothing that can explain this accident, they do not understand the origin and they think that it could be due to the exsufflation of the airseal too quickly, which should be avoided in fragile patients in association with the flattening of the patient.¿ the reported stated that the patient ribs were broken during the massage. The reporter states that the procedure was not completed; however, there was no report of extended hospitalization for the patient. There was also no report of identified malfunction of the device during use. This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where the patient experienced cardiac arrest and broken ribs due to heart massage.